Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a set screw implanted in a patient. Type and level of the initial surgery or the procedure taken l4-s2ala. Preoperative diagnosis of this surgery for the initial surgery was l5 degenerative spondylolisthesis, l4/5/s lumbar spinal stenosis, l5/s vertebral foramen stenosis. It was reported that post-operatively, revision surgery performed due to right side l4 nut dislodgement. Rod was bent again, and the nut was replaced. The tab of v5 was broken, so it was handled with the so56 nut. The screw and rod might not have intersected at 90 degrees. There were no patient symptoms or complications as a result of this event. The tab of v5 was folded, so we used a so56 nut. The v5 becomes solera when it is final fixed and the tab is folded, so it was dealt with solera nuts.

Manufacturer narrative:
H6: product analysis part#:6534530 lot# h5700556 a visual and a microscopic review indicated that the rod made contact with the face of the set screw as it was being tightened. This is an indication that the rod was angulated in the bone screw head. There are faint witness marks of the rod on installation but no signs of failure. The rods being angulated in the head of the bone screw could lead to the screws backing out over time. Additional information: d9, g3, h3, h6 h10: radiographic image review result : medical advisor interpretation ap and lateral xray. Post op. L4-s1 fusion. The two l4 set screw is out of the screw tulip as described. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.